Manufacturer narrative:
This report is submitted on may 19 2020

Event description:
Per the clinic, patient was explanted for unknown reasons on (B)(6) 2015. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The explant was secondary to wound dehiscence and extrusion of the implant. This report is submitted on july 24, 2020.